Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (10 mg/ml at 5.005 mg/day) and hydromorphone (12 mg/ml at 6.006 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was having intermittent motor stalls and recoveries. The patient had a magnetic resonance imaging (MRI) on 2020 (B)(6) and then a few days later the pump started stalling, 16 times total, with a recovery after each stall. The patient was typically asleep during the stalls and they didn't hear the alarm or know that it happened. Most of the stalls happened late in the evening and recovered within an hour or so. The hcp was advised check for any possible environmental causes, specifically any magnetic sources. The patient was going in to see the hcp on friday. The issue was not resolved through troubleshooting. Additional information was received from an hcp via a company representative (rep) on 2021 (B)(6)who asked if there were specific motor stall codes in the logs (is there a particular motor stall that says MRI vs. A different environmental cause). Technical services asked how long the stalls were and the rep stated that a majority of them were 8-20 minutes long however one of the stalls was an hour long. Technical services asked if there was anything the patient could have purchased that would have electromagnetic interference (emi) /magnetic exposure or their new cell phone possibly. The rep was not sure and planned to ask the hcp. Technical services discussed it might be emi due to the short duration of the stalls and told them to investigate this since the stalls were "all at night." The rep had no further history at the time of the call since they were not with hcp or patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the exact number of stalls that occurred was unknown. The cause of the multiple stalls and recoveries was not determined. No actions were taken or are planned at the moment to resolve the issue. The patient's weight was unknown.